Event description:
Defect/failure created an unsafe condition. The coil partially detached after a full 3 beeps from the device. The coil came back into the microcatheter still unattached and then broke off. We were then able to get the coil back into the aneurysm.